Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event. The root cause of the incident could not be determined as engineering was unable to replicate the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received (B)(6) 2016: patient is okay. Did not have complications and were discharged at day 4. Confirmed left colectomy was performed. No patient injury or illness occur that was life threatening. The problem was a bleeding from the distal part of the inferior mesenteric artery after seal and cut with the instrument. In the proximal part I put an hemolock before cut, then was not a problem. I got bleeding when I cut the superior rectal artery. No medical or surgical intervention necessary to preclude permanent impairment of a body function or permanent damage.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Partial colectomy. "The same vessels (blood vessels I'm assuming) that had been previously attempted were addressed (mesenteric, left colic vein, hemorrhoidal). The surgeon pointed out again that the 5mm fusion devise did not seal appropriately, generating leaks (seepage?) In the same cases. Precaution was taken to complete sealing cycles in the correct manner prior to cutting, but even then, there presented a leak (a seepage?) In the extreme distal "sealed" segment when opening the jaw, posterior to the cut. Patient status ok.